Event description:
Hcp reports pump was explanted in 2004 and returned to the MFR for analysis. No info on the reason for the pump explant is available at this time. A follow-up report will be sent when additional info is obtained.